Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, contrast was injected and it was noted that the contrast was travelling around the pericardium indicating the patient had developed a pericardial effusion. The case was aborted while the patient was not under general anesthesia. An echocardiogram and pericardiocentesis were performed and the patient's blood pressure dropped. The physician suspected they had "perforated the posterior wall of the appendage." The patient was monitored and their hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0009990674 was returned and analyzed. Visual inspection showed the sheath was intact with no apparent issues. The distal tip was intact and no fractures, breaks or kinks were noticed. Additionally, no teflon delamination was noticed at the tip of the sheath shaft. Functional testing showed the deflection worked as per specification. The flushing test did not show any air passing through the tube or expelled from the sheath distal tip. The reported clinical issues (hypotension, perforation, and pericardial effusion) occurred during the procedure and were not confirmed through product analysis. In conclusion, there is no indication of a relation of the adverse events to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.